Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens (B)(4) (manufacturer). The issue was investigated in detail. The investigation of the returned emergency switch showed a scratch which was caused by a collision with a hard object (e.g. Patient bed). Furthermore, it was found that the emergency switch was not latching due to a mechanical impact. The electrical contacts of the switch were not affected. The spare part consumption of the emergency switch (was checked and showed normal values. No general problem was identified. These switches can be replaced as preventive measure during maintenance activities. The emergency switch must be easily reachable, therefore, it can be unintentionally reached and destroyed in exceptional situations. The operator manual states user shall test the functionality of the emergency stop buttons daily. According to the information received from siemens service, the issue at the facility was resolved by replacing the affected emergency switch. This report was submitted august 14, 2017.

Manufacturer narrative:
Siemens engineer was scheduled to visit the facility and repair the button july 13, 2017. The replaced button was sent for investigation. (B)(6).

Event description:
The customer reported that the emergency red stop button on the axiom luminos drf system did not work and kept popping out after being pressed. It did not deactivate system movement either. There are no injuries attributed to this event. This event was reported in (B)(6).